Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast visible in the inflation lumen and loosely folded balloon, consistent with a rupture while in the patient anatomy. An attempt was made to pressurize the balloon using a new indeflator filled with water when it was noted there was a pinhole in the middle of the balloon, 5 cm distal to the proximal balloon shoulder, confirming the reported rupture. There was a longitudinal scratch, less then .5 mm in length, on the proximal end of the pinhole. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion, such that the balloon ruptured upon the first inflation at 16 atm, which is below the rated burst pressure (rbp). A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. In this instance, based on the information received with this event, the analysis of the returned product, the reported rupture appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances . All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that during pre-dilatation of a heavily calcified left anterior descending artery, the balloon ruptured at 16 atmospheres during the first inflation. Another voyager nc was used to successfully treat the lesion. No adverse patient effects were reported. No additional information was provided.